Manufacturer narrative:
The following fields were corrected: b1, d2a, d2b, h6. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that during support of the impella rp flex, that hemolysis noted with decreased renal function and urine output. Also pump flow was at p-8 with suction alarms. Impella flows decreased the following morning. There was some bleeding noted at the rp flex site and surgery added stitch with appropriate hemostasis. The patient was later weaned successfully and survived.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. The pump was returned. Pump suction - data log review confirmed suction events at p-8 which ceased when pump was turned below p-7 and did not occur for remainder of case. The returned pump had catheter damage, impacted the motor lines but not the 5s parameters. When attempting to start pump, motor current (mc) high alarm triggered and impella stopped. The cause of the pump suction was patient condition related due to low volume. Hemolysis and suction resolved with lowered p-levels. Mechanical interaction with blood - it was reported that the hemolysis and contributing hemolysis resolved by giving blood volume. Data log review confirmed suction events at p-8 which ceased when pump was turned below p-7 and did not occur for remainder of case. Placement signal (ps) was low at the time of the hemolysis/suction and upon suction resolving, ps gradually increased over the remainder of the case. No abnormalities related to hemolysis were noted on the returned pump. The cause of the mechanical interaction with blood was patient condition related due to suction events occurring above p-8, when hemolysis was noted. Hemolysis and suction resolved with lowered p-levels. Access site adverse event - the returned pump showed no abnormalities related to pt bleeding. The cause of the access site bleeding was use related as the bleeding ceased upon proper stitch placement leading to appropriate hemostasis. Renal failure: the cause of the renal failure could not be determined due to insufficient clinical details. Device history review: the device passed all the post sterile inspection checks.